Manufacturer narrative:
Due to the nature of this article, this report may be a duplicate of previously reported adverse events. The pipeline devices will not be returned for evaluation as they were implanted in the patients. Based on the reported information, there did not appear to have been any defect of the devices during use. The events occurred in the patient post-procedure and the cause could not be conclusively determined from the reported information. Other mdrs related to this article: 2029214-2016-00449 2029214-2016-00450.

Event description:
Medtronic received report from literature review of a patient death after pipeline implantation. The purpose of the article was to assess the safety and efficacy of the pipeline embolization device, to analyze the effect of operator experience on the complication rate, and to identify predictors of complications and obliteration. The article was a retrospective review of 120 aneurysms in 109 patients treated with the pipeline device. Of the patients, 89 were female and 20 were male; mean age was 57.8 years. The article stated that one patient experienced procedure-related, contralateral cerebral hemorrhage resulting in death. There were no reports of any pipeline device issues in connection with this event. In addition, the article stated that one patient expired post-procedure, thus was not available for follow-up angiogram. That patient's cause of death was not included in the article. Jabbour, p. Et al (2013). The pipeline embolization device. Neurosurgery, 73(1), 113-120. Doi:10.1227/01.neu.0000429844.06955.39